Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia') and bipolar disorder ('psychological or psychiatric problems condition: bi polar') in a 32-year-old female patient who had essure (batch no. 880438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvitis, dysfunctional uterine bleeding, hepatitis, endometrial ablation, spinal compression fracture and bacterial vaginosis. Patient is having ifbo. Concurrent conditions included gerd and anxiety. Concomitant products included buspirone, lithium, olanzapine (zyprexa) and omeprazole. In (B)(6) 2011, the patient had essure inserted. On (B)(6)2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), milk allergy ("sensitive to dairy"), food allergy ("sensitive to orange juice") and diarrhoea ("diarrhea"). The patient was treated with surgery (ablation and bilateral salpingectomy surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, bipolar disorder, vaginal haemorrhage and fatigue had resolved and the milk allergy, food allergy and diarrhoea outcome was unknown. The reporter considered bipolar disorder, diarrhoea, fatigue, food allergy, menorrhagia, milk allergy, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted of date of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6)2012: total bilateral occlusion. Findings: hysterosalpingogram has been performed with the obstetrician. Scout view demonstrates tubal ligation clips bilaterally. Opacification of the uterus demonstrates the uterus to have a normal appearance. There is no opacification seen involving the fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content received from social media, new events added: "sensitive to dairy", "sensitive to orange juice" and "diarrhea", reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia') and bipolar disorder ('psychological or psychiatric problems condition: bi polar') in a 32-year-old female patient who had essure (batch no. 880438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvitis, dysfunctional uterine bleeding, hepatitis, endometrial ablation, spinal compression fracture and bacterial vaginosis. Patient is having ifbo. Concurrent conditions included gerd and anxiety. Concomitant products included buspirone, lithium, olanzapine (zyprexa) and omeprazole. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), milk allergy ("sensitive to dairy"), food allergy ("sensitive to orange juice") and diarrhoea ("diarrhea"). The patient was treated with surgery (ablation and bilateral salpingectomy surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, bipolar disorder, vaginal haemorrhage and fatigue had resolved and the milk allergy, food allergy and diarrhoea outcome was unknown. The reporter considered bipolar disorder, diarrhoea, fatigue, food allergy, menorrhagia, milk allergy, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted of date of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Findings: hysterosalpingogram has been performed with the obstetrician. Scout view demonstrates tubal ligation clips bilaterally. Opacification of the uterus demonstrates the uterus to have a normal appearance. There is no opacification seen involving the fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media, new events added: "sensitive to dairy", "sensitive to orange juice" and "diarrhea", reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia') and bipolar disorder ('psychological or psychiatric problems condition: bi polar') in a 32-year-old female patient who had essure (batch no. 880438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvitis, dysfunctional uterine bleeding, hepatitis, endometrial ablation, spinal compression fracture and bacterial vaginosis. Patient is having ifbo. Concurrent conditions included gerd and anxiety. Concomitant products included buspirone, lithium, olanzapine (zyprexa) and omeprazole. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), milk allergy ("sensitive to dairy"), food allergy ("sensitive to orange juice") and diarrhoea ("diarrhea"). The patient was treated with surgery (ablation and bilateral salpingectomy surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, bipolar disorder, vaginal haemorrhage and fatigue had resolved and the milk allergy, food allergy and diarrhoea outcome was unknown. The reporter considered bipolar disorder, diarrhoea, fatigue, food allergy, menorrhagia, milk allergy, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion: (B)(6) 2011 (discrepancy noted) per pif. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Findings: hysterosalpingogram has been performed with the obstetrician. Scout view demonstrates tubal ligation clips bilaterally. Opacification of the uterus demonstrates the uterus to have a normal appearance. There is no opacification seen involving the fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and bipolar disorder ("psychological or psychiatric problems condition: bi polar") in a 32-year-old female patient who had essure (batch no. 880438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvitis, dysfunctional uterine bleeding, hepatitis, endometrial ablation, spinal compression fracture and bacterial vaginosis. Concomitant products included lithium and olanzapine (zyprexa). In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant) and vaginal hemorrhage ("abnormal bleeding (vaginal menorrhagia)"). The patient was treated with surgery (ablation and bilateral salpingectomy surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, bipolar disorder, vaginal hemorrhage and fatigue had resolved. The reporter considered bipolar disorder, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted of date of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and bipolar disorder ("psychological or psychiatric problems condition: bi polar") in a (B)(6) female patient who had essure (batch no. 880438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvitis, dysfunctional uterine bleeding, hepatitis, endometrial ablation, spinal compression fracture and bacterial vaginosis. Concomitant products included lithium and olanzapine (zyprexa). In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"). The patient was treated with surgery (ablation and bilateral salpingectomy surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, bipolar disorder, vaginal haemorrhage and fatigue had resolved. The reporter considered bipolar disorder, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted of date of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-mar-2019: pfs received event injury replaced with" abnormal bleeding (vaginal, menorrhagia), bi polar, pain, fatigue" were added. Reporter, patient and product information were added. Outcome of all symptoms was updated as recovered. Lab data added. Concomitant medication and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.